Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she was hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose of 400 mg/dl at the time of the incident and the blood glucose value when admitted to the hospital was in 300s mg/dl. The customer experienced symptoms like nausea and was hospitalized due to diabetic ketoacidosis. The customer was treated with manual injections for high blood glucose level followed by hospitalization where they were treated with insulin drip and shots of insulin. The customer also alleged that the pump was under delivering. Troubleshooting was performed and the insulin exited at the quick release. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08750 inches.(B)(4). The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report.